Event description:
Biomed reported that the device had a defective gas delivery system (gds), touchscreen issue, and display issue. There was no patient involvement when the issue occurred. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/25/2022, 09/23/2022 and 10/21/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated by the service engineer (se). The display was defective and required replacement. The customer replaced the flow sensor assembly to resolve the issue. The device was then functionally tested and passed specification testing. The device was returned to service.